Event description:
It was reported that the patient presented to the hospital and upon interrogation, lead noise causing inhibition of pacing was observed. The lead was capped and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.